Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the probe end was broken and had fallen inside the patient. Active blade belongs to the device. There was no effort to put it back again. Since the blade fell inside the patient, the surgeon had a hard time finding the piece, but eventually it was found. There is no change in the case or patient outcome.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This in turn can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to displaying an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. There was also an evaluation of an image sent by the customer and the photo was not of the instrument. The image provided by the customer was that of the tyvek packaging, where the batch can be seen as p9361n and the product code is har36. The batch information was reviewed in the batch history record and it matches the instrument description. The image did not add any new information to the root cause investigation. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.